Event description:
It was reported that pump experienced malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer did not reset pump at time of call and chose to rely on alternate method of insulin therapy.